Event description:
An issue was reported involving a malfunction with a pump following an update. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. The customer received assistance from technical support to reset the pump, after which the malfunction code did not recur, allowing the customer to continue using the pump. Instructions were provided to contact technical support again if the issue recurs.